Manufacturer narrative:
Follow-up #1 ¿ (07/05/2014).the lay user/patient¿s product has been returned and was evaluated by lifescan product analysis on 04/30/2013 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #2 - (06/11/2014) - correctiona DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/patient in the USA contacted lifescan to report the onetouch ping meter had a fading display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 at 12:00 pm the patient tested his blood glucose level using the reported meter and obtained a reading of 110 mg/dl. The patient programmed a bolus dose of novolog insulin via the meter remote. The patient noted the meter remote display faded during the bolus dose and he was unable to see the number of units given. At 3:00 pm the patient experienced the symptoms of impaired vision, shaking and lightheadedness. While symptomatic, at 3:30 pm, the patient obtained the blood glucose reading of 57 mg/dl. The patient administered self-treatment by consuming ice cream; he did not seek any medical attention. The patient obtained the reading of ¿in the 200¿s mg/dl¿ at 4:00 pm. The meter and test strips were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after he was unable to see the insulin bolus dose given by the meter remote due to the fading display issue, and received treatment with food. Therefore this complaint is being reported.